Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2018 . Results: evaluation of returned device; the central screw is broken inside the handle. A thorough observation of breakage area did not highlighted material defect but oxidization. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; including this complaint, the complaint rate for product family bipolar handle for the past 12 months is 0,001336% complaints /product uses. This is not a statistically adverse trend compared to the complaint rate of 0,000725% complaints / product uses for the prior 13-24 months. Conclusion: the origin of the breakage cannot be determined with certainty: it can be due to undetected material weakness during manufacturing or a shock.

Event description:
It was reported that the instrument broke or disassembled during the procedure. A part of the rotating axle is missing. The instrument have been replaced by similar one during the surgery, but the event lead to one hour delay in surgery time. Product was in contact with the patient; however, it is unknown if there was patient injury.